Event description:
The pt was implanted with herniamesh t-sling on. Later the pt experienced dyspareunia and right vaginal sulcus 1 cm mesh exposure. An examination revealed the exposure and the area of exposure was then excised.